Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 bd alaris¿ lvp 20d 3ss 2cv broke. The following information was provided by the initial reporter: got another one 11171447 the IV set double clamp tubing breaking near where the tubing goes into the pump.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22046100. D4: medical device expiration date: 27apr2025. H4: device manufacture date: 27apr2022. D4: medical device lot #: 22025046. D4: medical device expiration date: 19apr2025. H4: device manufacture date: 19apr2022. D4: medical device lot #: 22055078. D4: medical device expiration date: 03may2025. H4: device manufacture date: 03may2022. D4: medical device lot #: 22055360. D4: medical device expiration date: 06may2025. H4: device manufacture date: 06may2022. D10: device available for eval yes, d10: returned to manufacturer on: 29-nov-2022. H6: investigation summary: a sample was received with the complaint of separation no leak. This complaint was immediately verified as the silicone pump segment was not attached to the upper portion of infusion set. Visual analysis under microscope was then performed and the silicone seemed to be deformed compared to normal separations seen at this location. The manufacturer of this set was contacted and they have determined the root cause to an improper use of assembly equipment during that portion of the set. A quality notification has been issued to limit any further occurrences of this failure. A device history record review for model 11171447 lot numbers 22046100, 22025046, 22055078, 22055360 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets.

Event description:
It was reported that 3 bd alaris¿ lvp 20d 3ss 2cv broke. The following information was provided by the initial reporter: got another one 11171447 the IV set double clamp tubing breaking near where the tubing goes into the pump.